Event description:
Complainant alleged that while treating a female patient, the device delivered 200 joules successfully. However, on the second attempt to deliver energy, the device displayed a "pacer fault 117." Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.